Event description:
It was reported that whilst the patient was at the hospital (for an unrelated issue) they had multiple communication errors with the pod. The patient's blood glucose level reached 25 mmol/l (450 mg/dl). As a result, the patient sought medical attention from the diabetic team at the hospital and was given an injection and prescribed insulin. A new pod was applied. The patient discarded the old pod.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.